Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an interrogation issue with the programmer and some of the electrograms (egm) is missing. The ipg remains in use. No patient complications have been reported as a result of this event.